Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that multiple driveline fault alarms were noted in the system controller history. It was noted the patient denied hearing audible alarms. The patient denied audible alarms. There did not appear to be any pump stops. It was noted that the patient did have a total power cable disconnect on 26feb2026 due to accidentally pulling their mobile power unit (mpu) out of the wall socket. The mpu was not removed from service and the mpu had a v-lock connector. Log file review was requested which noted that driveline faults would only display on the system monitor for the revision of the system controller the patient was using. It was recommended to exchange the system controller. The site indicated they would not exchange the system controller at this time. It was noted that images of the patient had a pervious clamshell repair. Both the internal and external sections of the driveline had areas of concern. It was noted the bend relief at the pump end had a pretty good bend in it, and externally past the exit site there were inconsistencies with the driveline. The patient's was entire driveline was noted to be rescue taped due to the external damage. X-rays of the driveline were taken. A driveline repair was performed on (B)(6) 2026 approximately 3 inches from the exit site. No issues were noted after the repair and the patient was put back on the grounded patient cable. The site intended to continue to monitor for alarms and do a further log file review in 2 weeks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was noted that the driveline faults were intermittent. The patient was discharged, so the site was not sure if the patient's alarms recurred, however it was noted no driveline faults occurred after the repair. As of (B)(6) 2026 no further driveline faults were noted. Log file review was requested which revealed no further driveline faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline faults was confirmed via the submitted log files; however, evaluation of the patient¿s replaced portion of driveline from (B)(6) did not find wire damage that would have contributed to these alarms. The reported event of superficial jacket damage to the driveline was confirmed during evaluation of the returned portion of the driveline. The reported event of a kink in the driveline was confirmed via the submitted images. Root causes for the reported events of driveline faults, superficial driveline damage, and internal driveline kink were not conclusively determined through this analysis. The provided information indicated the driveline was wrapped in rescue tape upon the patient transferring due to the observed damage to the outer layer of the driveline. The driveline underwent a clam shell repair on (B)(6) 2015. On (B)(6) 2026, a distal-end driveline replacement was performed approximately 3¿ from the exit site. The patient was put back on the grounded patient cable. No further alarms were noted after the driveline repair. The account submitted three x-ray images for review which captured internal and external portions of the patient¿s driveline. The images revealed an area of suspected driveline compromise as well as evidence of tape covering the external driveline. The internal portion of the driveline appeared to be kinked near the pump. The submitted log files captured overlapping data from (B)(6) 2026 to (B)(6) 2026 per timestamp. From the onset of the log files until (B)(6) 2026, intermittent yellow wrench advisory alarms were captured due to driveline faults. On (B)(6) 2026, the log file captured low speed hazard and low flow hazard alarms due to the pump stopping. The pump then ramped up to speed as intended. This series of events is consistent with the driveline repair. No further driveline faults were captured after the driveline repair. The pump otherwise appeared to function as intended at the fixed speed. Approximately 19¿ of the distal portion of the driveline, serial number (B)(6), was returned for analysis. The entire driveline was wrapped with an external layer of white rescue tape. Additionally, a clamshell was present at the system controller connector and was physically unremarkable. The rescue tape was removed and revealed the outer jacket was missing from approximately 2.5-14¿ from the controller connector. The underlying bionate layer was removed and severe breakdown of the metal braided shield was observed. No further damage was observed. The driveline underwent an electrical continuity test and high-potential test, and all wires were found to be electrically intact and no areas of current leakage through the insulation of the wires was identified. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU rev. A, heartmate ii patient handbook rev. A are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms, including driveline fault alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.